Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The break out box was found to be physically damaged. The break out box was replaced and the issue was resolved. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: em intfce 9735825 s8 em instr intfce medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system break out box was physically damaged and needed to be replaced. The wiring in a section of the cable has become exposed, and the portion of the cable that connects to the break out box has also become detached. The likely cause of the issue was due to negligent damage. There was no patient involvement.

Manufacturer narrative:
H2, h3) the 9735825 em interface case part was returned to the manufacturer for evaluation. The returned case part had tape and heat -shrink around cable. Otherwise, it functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.